Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. Additionally, multiple intermittent altitude alarms occurred within normal pumping conditions. Blood glucose reached 300-386 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.